Event description:
Provider states motor housing is loose and brake lever is floating.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.